Manufacturer narrative:
The device was not received for evaluation, however, a picture was received and it showed a water drop in the header area. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 140h, an external leak was observed to be running on the floor. It was reported that after 20 minutes of therapy, a blood leak alarm was generated. There was no patient injury or medical intervention associated with this event. No additional information is available.